Event description:
Info rec'd indicates that during set-up, the unit was inspected by the hcp and moisture was noted within the sterile bag. The device was not used and was replaced prior to the start of the case with no affect to the pt.